Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, the patient underwent a revision procedure on (B)(6), 2011, due to pain and pseudotumor.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "postoperative bone fracture and pain". This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00437 / 00439).